Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries measured 13.2 volts direct current (vdc) upon receipt. Conductance measurements were 534 s and 526 s siemens (both passing). The batteries were attached to a power manager test platter and charged for three hours. The batteries reflected full charge immediately. After three hours, the charge status led was found green and available capacity was a full 18 amp hours (ah) (typical). Initiated load testing by attaching the aps1 load simulator and removing alternating current (a/c) power. The batteries failed the load test by supporting the load for only 35 minutes. Minimum support time is 50 minutes. Battery readings after the load test were both 12.4 vdc (typical), with conductance readings of 281s and 306s respectively (both failing). These lower than typical conductance readings indicate internal battery degradation and corroborate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per the customer, they power cycle the batteries every month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer reported that the battery was low and after the case, she was going to plug it in to charge. The field service representative (fsr) went to the facility later that day and found that the batteries had fully recovered. The fsr replaced the batteries and downloaded system logs to be sent to manufacturer for evaluation. The logs were analyzed on 23feb2017: on (B)(6) 2017, the system was run on battery until a depleted battery shutdown occurred. Both minutes remaining and nach were 0, indicating the batteries are good. On (B)(6) 2017 the system was run on battery again until a depleted battery shutdown occurred. Both minutes remaining and nach were 0, indicating the batteries are still good. When the batteries were recharged they did not quite make it to 18 ah so lmd was reported low. This will cause a "batteries need service - full backup may not be available" message in the perfusion screen. This indicates the batteries should be replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system 1 unit had a battery issue. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.